Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, while unpacking, the physician found that the hemostat was broken. The broken hemostat was replaced with a hospital stored hemostat to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, while unpacking, the physician found that the hemostat was broken. The broken hemostat was replaced with a hospital stored hemostat to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostat to have broken. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed no voids in the material or other casting imperfections that might have contributed to the failure. The hemostat appears to have failed while undergoing a bending force. It cannot be determined when the hemostat device received the force that caused the failure. Therefore the most probable root cause is undeterminable. A device history record (DHR) review of lot number 15202180 was performed and revealed no issues related to the reported complaint. A lot history search found no other complaints against lot number 15202180.